Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The consolidated ventilator interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit does not function and alarms for non-circle mode activation. There was no report of patient involvement.

Manufacturer narrative:
Corrected data: incident date was corrected from (B)(6) 2015 to (B)(6) 2015. Date received by manufacturer was corrected from (B)(6) 2015 to (B)(6) 2015.